Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an animal underwent a hernia repair procedure on (B)(6) 2016 and suture was used. Post operatively the suture broke. No further information is available.